Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. Attempts have been made to obtain additional info. A completed questionnaire has not been received. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A scrub tech reported that during a glaucoma filtration shunt implantation, the sunt would not release from the delivery system. The surgeon performed a trabeculectomy. There was no pt harm reported. Additional info has been requested.